Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut down. The customer stated that the pump battery was at 15%. The pump was connected to a power source and the pump was able to be turned back on. It is possible the pump shut off due to the customer allowing the battery to deplete; however, this was unable to be confirmed. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided. There was no impact to the customer's blood glucose level.